Manufacturer narrative:
Product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported there was a coupling problem and a flipped implantable neurostimulator (ins) which was confirmed shortly after implant. It was reported a pocket was formed for the ins. It was reported the patient could not charge it and it was practically down to 0.00. The doctor told the patient what had happened, had never happened before.